Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a sensor issue. Customer stated that after insertion, it does not blink when it is connected to the mini-link. When the customer removed the sensor, there was no electrode. Customer agreed to have the sensor replaced.